Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 17-jul-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
It was reported that a hole was found in a nasogastric (ng) tube. The tube was initially inserted on (B)(6) 2018, with no issues noted at that time. When a nurse injected enteral formula at lunch time on (B)(6) 2018, a leak and hole were noted on the tube. The ng tube was replace for a new one with no patient injury. Additional information received on 05-jul-2018 stated that the hole was located between 50 and 60 cm on the tube. Additional information received on 09-jul-2018 noted the hole to be inside the patient.

Manufacturer narrative:
Halyard health received one (1) used sample that was not returned with the original packaging. The subject sample was evaluated and confirmed the tubing had signs of damage (tear/hole), and there were external dent marks. The root cause of the reported issue was not conclusively determined. The process assessment found no activities or tools that could cause this type of flaw in the tube component. All information reasonably known as of 16-aug-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).